Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported multiple cartridges were leaking. No impact to the customer¿s blood glucose. Customer loaded a new cartridge successfully.